Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. Additionally, the proximal conductor had blood/body fluid (not obstructed), the outer insulation was breached cut, there was blood in/on the helix mechanism, and there was damage at implant.

Event description:
It was reported that the patient went into atrial fibrillation during the implant procedure. Multiple external cardioversions failed to convert the rhythm, so physician decided to implant a single-chamber system so the atrial lead was explanted. No patient complications have been reported as a result of this event.